Event description:
The following was reported to davol by the pt's attorney: the attorney alleged that on (B)(6) 2008 the pt underwent surgery for a hernia repair and a composix kugel hernia patch was implanted. The attorney's report alleges that prior to and following the procedure, the pt had numerous complications and required multiple physician visits and f/u. It is alleged that the pt continued to have problems associated with the site of the hernia repair and inserted mesh, and experienced great abdominal pain. The pt's attorney alleged that the pt underwent two explant surgeries, both of which occurred in (B)(6) 2012, the pt was hospitalized and underwent exploratory laparotomy with extensive lysis of adhesions and removal of the mesh material, which was alleged to have separated. The attorney's report alleges disfigurement, disability, pain and suffering, add'l surgery, material separation, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have contacted the initial reporter to request add'l info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.